Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (9.3 mg/day, 32 mg/ml) via an implantable infusion pump for the treatment of non-malignant pain and cervical/neck. It was reported that motor stall was seen at initial interrogation. Logs showed motor stall and no recovery on (B)(6) 2018. Patient symptom included increase in pain, nausea and dry heaving. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient would be scheduled for a replacement. No further complication was reported.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.